Event description:
Reportedly, "ta30v3 has been applied on the renal vene for nephrectomy followed by lymphadenectomy. After 90 minutes, when the pt was already out of the operating room, he had a shock (ipovolemico) and he had a cardiac arrest. He consequently needed reoperation in which the renal vene has been repaired on a length of about 25mm as the renal vene was found partially open where the mechanical suture has been applied previously. At the present, he is in the intensive care unit in a pharmacological coma. In the next days, eventual neurological damages that might have been caused by the cardiac arrest needed to be verified. The medical device has not been conserved as no particular problem was noted during the operation. Due to the gravity of the incident and the law, the competent authority will be informed by the hospital. For your info, the surgeon usually uses our vascular ta for thoracic as well as urolgic applications." Sex: male, procedure: nephrectomy.